Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Healthcare professional reported "rupture" and "presence of some silicone adenopathies at the level of the axillary cavity" confirmed via ultrasound. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6b., h.6.

Event description:
Healthcare professional reported "rupture" and "presence of some silicone adenopathies at the level of the axillary cavity" confirmed via ultrasound. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive. ¿ lymphadenopathy: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: granuloma.

Event description:
Device has been explanted.